Event description:
It was reported to philips the device lost all leads ECG. There was no patient harm.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.